Event description:
During a surgery, the doctor attempted to insert the arterial catheter into an inroducer, but it was impossible. The introducer the customer used was peel-away introducer manufactured by cook, c-plo-7.0-35-x-1, french size was 7.0. It seemed that one of the black markers on the catheter touched the inside of the introducer because the height of the marker was higher than usual and it obstructed the catheter to pass the introducer smoothly. Though the doctor tried to insert the catheter into another peel-away introducer (same size), but he failed again. Then the customer used an extra catheter, which has the same lot #1043408. It passed through the intorducer and was implanted in the pt without any trouble.